Event description:
Patient's personal freestyle lite meter gave a reading of 40. Meter was new and pt was being educated on how to use it. Pt was asymptomatic. Recheck using facility glucometer was 252.